Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the power management board was observed. The device's power management board was replaced to address the issue.